Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the tortuous right coronary artery (rca) with a significant bend. The 5.0x12mm veriflex stent was advanced through a guide catheter with a guidezilla extension catheter. The stent system was unable to fit through the extension catheter and the stent was damaged. The procedure was completed with another guidezilla extension catheter and a 4.0x12mm veriflex stent. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).